Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal dialysis infection manifested by fever and cloudy effluent. The specific site was unknown. The cause of the event was reported as due to "fungal infection of the gut". It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (intraperitoneal) at the earlier stage of the treatment and voriconazole at the later stage of the treatment for the event. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn at the later stage of the treatment. No additional information is available.